Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the defibrillation threshold (dft) test was attempted on four occasions and was not successful. The patient needed to be externally resuscitated as was reported to feel tired and present low blood pressure. The physician stated that it is possible to perform a right ventricular (rv) lead revision in the near future. No additional adverse patient effects were reported. At this time, this device remains in service.